Event description:
It was reported that when using the bd pyxis¿ medstation¿ es full height main drawer 3.1.was repeatedly failed the customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.1 kept failing. A field service engineer found that main drawer 3 was difficult to open and close due to blown rails. The rails were replaced, and the drawer operated smoothly afterward. The customer logged in and confirmed that everything was functioning correctly. The system functioned as intended after the field service engineer repaired the device.